Event description:
Customer reports being unable to obtain a result on the aviva system due to an unspecified power issue. Customer went to the hospital and tested 379 mg/dl on professional device; she was treated with insulin and released from the hospital 7.5 hours later. Requested return of suspect device, and replacement was sent.